Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating surgical intervention took place, and during surgery the physician need to remove the fourth lead due to tissue growth, therefore all the drg leads were explanted and replaced to address the issue. Effective stimulation was restored.

Event description:
It was reported that the patient was at the gym and felt something change after doing a certain exercise. As a result, the patient was experiencing ineffective stimulation. Upon further investigation, system diagnostics recorded high impedances on two leads and another lead would not produce any paresthesia sensation. The patient still had one lead the provided partial coverage. Surgical intervention may take place at a future date to address the issue, investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. The allegation is against [3] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 7697478.